Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user frequently made numerous meal announcements per day, including multiple announcements for single meals, and experienced elevated blood glucose readings up to approximately 300 mg/dl despite algorithm dosing; the agent reviewed best practices and performed a factory reset at the user¿s request, with blood glucose reported as normal at the time of the call and no alerts or alarms noted. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education, with device reset completed. Investigation included a review of use patterns and best-practice education. Investigation of this case revealed that user operation inconsistent with training likely contributed to hyperglycemia and algorithm performance concerns, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.